Manufacturer narrative:
The failure investigation has been completed and the alleged screen on/ quick bolus button stuck issues were verified. Additionally, the alleged touch screen unresponsive issue could not be verified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. H3 other text : device not returned

Event description:
It was reported that the wake button was sticking. Additionally, the touch screen was unresponsive. Customer¿s blood glucose level ranged between 150-250 mg/dl. Reportedly the customer continued to use the pump for insulin therapy.